Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to no power on. Perform internal visual inspection and no moisture damage. Battery was damaged/ cracked ic. Rtt loss was observed within the investigation window (on incident date (B)(6) 2019).the log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.